Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were harder to press and insulin pump locked up. Customer's blood glucose level was unknown. Customer reported that insulin shots out during priming and motor was louder during rewound. Customer reported that the insulin pump rejected new battery and also received failed battery test alarm. Customer stated that backlight was dimmer. Insulin pump will not be returned for analysis.